Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unknown vessel using the pre-close technique prior to a mitraclip procedure. The sutures of two proglide devices were successfully pre-placed. The mitraclip procedure was completed. Reportedly, after the procedure, when the knots were being locked down, the sutures broke for the two proglide devices. Another proglide suture was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following additional information was received: it was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip procedure. Reportedly, after the procedure, when the knots were being locked down, the sutures broke for two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 13f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.